Event description:
The end user reported hardware from the seat frame assembly had fallen off. The issue was confirmed via images provided by the end user. The missing hardware was not associated with patient involvement, injury or adverse event.